Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, although the exact cause of the increased gradient post valve-in-valve procedure cannot be determined, procedural factors (valve under expansion requiring bioprosthetic valve fracture) likely contributed to the increased gradient observed on pod1. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported, due to severe recurrent aortic stenosis of a pre-existing edwards aortic surgical valve, a 20mm sapien 3 valve was implanted in the surgical valve via a transfemoral valve-in-valve procedure. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On postoperative day (pod) 1, echocardiogram demonstrated an aortic valve mean gradient of 33 mmhg. The patient was returned to the or on pod2 for a bioprosthetic valve fracture on the surgical valve. Gradients were significantly reduced. Mild central aortic insufficiency was noted. The procedure was completed and the patient was transferred in stable condition. The patient was discharged on pod9.

Manufacturer narrative:
UDI number: (B)(4).